Manufacturer narrative:
The actual device was not evaluated by fresenius personnel therefore, the failure mode cannot be confirmed or replicated in field testing. However, the facility reported that the issue was resolved by running the unit with a replacement flow motor. An investigation of the device mfg records was conducted by the MFR. There were no deviations or non-conformities during the mfg process. In addition, the device mfg review confirmed the labeling, material and process controls were within spec.

Event description:
A biomedical tech reported an inpatient user facility a machine began smoking during power-up. The biomedical tech replaced the actuator board of a machine in an attempt to repair a flow motor that would not run. The actuator board began smoking and the biomed tech turned the machine off promptly. There was no damage to the unit, no harm experienced by the biomedical tech. There were no signs of flames or sparks. No treatment was impacted. The biomedical tech was advised by customer support to power the machine up without the flow motor and the machine did not malfunction. The biomedical tech was advised to replace the flow motor. There is no indication that the part is available for eval.